Event description:
A report was received that the pt's ipg pocket site was slightly puffy, red, and warm. The pt was on IV antibiotics for 6 weeks. The pt was explanted and was reportedly doing well after the surgery.

Manufacturer narrative:
The explanted devices will not be returned to bsn, as they were discarded by the medical facility.